Event description:
Began having issues with dizziness / light headedness in 2009. Silicone implants sx 2007, after saline implant ruptured (had saline for 14 years). Other symptoms experienced include fatigue, neck pain, back pain, heart palpitations, muscle weakness- primarily arms (difficulty raising arms, stabilizing through arms), shortness of breath, breast pain and inflammation, joint pain, insomnia, skin rashes, anxiety, headaches, migraines, digestion / gut issues / bloating / food sensitivities. Symptoms have progressed since 2012. No medical records with implant info- plastic surgeon (B)(6) did both surgeries, 1993 for saline, 2007 for silicone after saline ruptured.